Event description:
The complainant has reported that a pt underwent a therapeutic ercp in 2006. It was reported that during the procedure the "cut wire broke" while in the common bile duct. Additionally, they reported the pt's anatomy had been altered by a "billroth surgery procedure prior to this case." The procedure was repeated, with another device, without success. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
This device has not been received by this MFR. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device, and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.